Manufacturer narrative:
Updated information: h6 component code changed from g04105 to g07003. The investigation for the hematoma and pain has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B2 revised selection due to code changes. B5 new information was received and added. H6 health effect - impact codes were revised and added.

Event description:
Additional information was received from the study team. The impella device was not related. The impella procedure was definite and percutaneous coronary intervention is unlikely.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted (in (B)(6) 2023) via the femoral artery to support the patient (of unknown age or gender) admitted in with plan for a high risk percutaneous intervention for the known coronary artery disease. The patient was additionally enrolled in the protect IV and was followed accordingly for years per the protocol. The patient had a adverse event of a subcutaneous hematoma with a definite relationship to the pump use, reported in (B)(6) 2026. The patient had imaging performed and found no pseudoaneurysm or fistula. Previously the patient had been reported upon in case (B)(4) for a drop in hemoglobin and blood product infusion.

Manufacturer narrative:
Updated clinical review an impella cp device was inserted via the femoral artery to support a patient (age and gender not provided) undergoing high-risk percutaneous coronary intervention (hrpci). The patient was also enrolled in the protect¿IV study and was followed per protocol for several years. In (B)(6) 2026, the patient experienced an adverse event of a subcutaneous hematoma with a definite relationship to pump use. Imaging revealed no pseudoaneurysm or arteriovenous fistula. The patient had previously been reported for a drop in hemoglobin requiring blood product transfusion. Because the patient described mild pain at the inguinal puncture site following the intervention, an angiologic follow-up evaluation was performed. This examination confirmed the presence of a subcutaneous hematoma within the expected range after femoral access without evidence of pseudoaneurysm or fistula. The outcome was reported as resolved. These reports collectively address the severe anemia and hemolysis requiring blood transfusion, as documented in prior follow-up. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The pain is consistent with access-site irritation and local tissue trauma following femoral puncture.

Manufacturer narrative:
The device in question was originally reported for hemolysis within MDR #1220648-2023-03580. Additional information was received regarding a subcutaneous hematoma, however, accidentally filed as an initial MDR under MDR 1220648-2026-01623. This report serves to notify you of our error and that additional information should have been filed as a supplemental to the original reported MDR.